Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a follow-up. The device delivered a shock to treat an arrhythmia, and an alert for low, out of range high voltage lead impedance was noted. The lead was capped and replaced. The patient condition is good.